Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) unit fails pim leak test during pm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. The fse that encountered the issue replaced the pressure tube assembly (0004-00-0093) and the vacuum tube assembly (0004-00-0092). The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.